Manufacturer narrative:
Received one device. Confirmed customer complaint of, downstream occlusion sensor (dso) seal detached. Through visual inspection. Replaced, dso seal. Performed downstream occlusion sensor (dso) /upstream occlusion sensor (uso) calibration. Validated repair through dso/uso sensor test. Performed pvt. Unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device downstream occlusion sensor (dso) seal detached. There was no patient involvement.